Event description:
Additional information received reported that reprogramming was attempted, but did not resolve the issues. The physician performed x -rays and there was nothing significant to report. There were no known plans for an explant.

Event description:
It was reported that the patient experienced stimulation in the wrong location following an x-ray. The patient started experiencing stomach stimulation and stopped using the implantable neurostimulator (ins). The ins had not been turned on for years. Impedance readings were taken but the results were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3587a, lot#l65503,implanted: 1999-(B)(4), explanted: unk, extension model 7495-25, serial #(B)(4), implanted: 1999-(B)(4), explanted: unk, programmer model 7434-e, serial #(B)(4).

Manufacturer narrative:
.